Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriately delivered a shock due to myopotential noise and oversensing. Technical services clarified that this was an isolated case and, based on the performance of the system up to present day, there is no need for a system reprograming. No changes were performed. This system remains in service. No further adverse patient effects were reported

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriately delivered a shock due to myopotential noise and oversensing. Technical services clarified that this was an isolated case and, based on the performance of the system up to present day, there is no need for a system reprograming. No changes were performed. This system remains in service. No further adverse patient effects were reported.additional information was received detailing that the patient received a second inappropriate shock. It was determined that this was due to sense b noise and oversensing. Troubleshooting was discussed. This system remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. If pertinent information is provided in the future, a supplemental report will be submitted.additional information was added to the following fields:b1: adverse event/product problem.b2: outcome attributed to adverse event.b5: describe event or problem field.d6b: explant date.h1: type of reportable event.h6: device codes.